Event description:
It was reported that a spectrum infusion pump was alarming system error 105. It was also reported that there was no patient injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log) but did not reproduce the system error 105. The evaluation found the motor to be seizing, which likely caused the reported symptom. The failed motor assembly was replaced.